Event description:
Ous MDR - after an implant period of approximately 3 years, it was reported that the ICD indicated eri. The device was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, which displayed the device status eri. 13 charge processes had been documented. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the device status eri was in accordance with expectations. There was no device defect.